Event description:
It is reported that there was some problem opening the box containing the stem plug. The sterility of the product was compromised.

Manufacturer narrative:
This report will be amended when our investigation is complete.